Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had a kink during infusion. The following information was provided by the initial reporter: " bd1 382523 insyte autoguard bc bl 22ga x 1.0in the MRI and cat scan departments at (B)(6) hospital have experienced some kinking issues while using the item below."

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had a kink during infusion. The following information was provided by the initial reporter: " bd1 382523 insyte autoguard bc bl 22ga x 1.0in the MRI and cat scan departments at elmbrook hospital have experienced some kinking issues while using the item below."

Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.